Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿upon visualizing the previously placed mesh, multiple loops of bowel adherent to the undersurface of the mesh, as well as extensive adhesions.¿ it was reported that the patient experienced severe pain, dense adhesions, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.